Manufacturer narrative:
B5 (describe event or problem), h6 (adverse event problem) were updated based on additional information from the customer.

Event description:
The customer reported one of their thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:08 (coolant temp low) message and the other thermogard xp ivtm system (sn (B)(6)) has a prime switch issue. No patient involvement.

Manufacturer narrative:
The reported complaint that thermogard xp ivtm system (sn (B)(6) has a prime switch issue was not confirmed during event log review or functional testing. The reported issue was not reproduced, and the thermogard system functioned as intended. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. The prime switch works as intended. Most probably the prime switch was pressed during the self-test. During the self-test, the prime switch is disabled. The system passed all tests and functioned as intended. The system was released for clinical use.

Event description:
The customer reported one of their thermogard xp ivtm system (sn (B)(6) displayed a tcmid:08 (coolant temp low) message and the other thermogard xp ivtm system (sn (B)(6) has a prime switch issue. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.